Event description:
Sheath was bent: [preoperative planning] a fusiform aneurysm of the descending thoracic aorta was treated. As there was a severe s-curve from the abdomen to the diaphragm, the physician planned to use a ctag stent graft (37 mm x 20 cm, w. L. Gore & associates) for the distal part and a ctag stent graft (45 mm x 20 cm) for the proximal part. The relay plus stent graft was prepared as a backup for a case where the overlap between the two ctag stent grafts are not long enough. [During operation] after the ctag stent graft (37 mm x 20 cm) was implanted at an intended position at the distal part, measurement was made based on the marker. The physician determined that the overlap would be short and then selected the relay plus stent graft (46/42 mm x 250 mm). At that time, there was a concern about the possibility that the relay plus stent graft could not be advanced due to a tortuosity at the diaphragm level, but dr. Tanaka, a supervisor, determined that the tortuosity would be straightened by the ctag, which could advance the relay plus stent graft. The relay plus stent graft (tapered, 46/42 mm x 250 mm) was therefore inserted from the right fa. Although the inner sheath was attempted to be advanced from the position passing the ctag stent graft, the inner sheath advanced only about 2 cm. As it was determined that the tortuosity was not straightened, a lunderquist guidewire (cook medical) was inserted via a retrograde approach, expecting the tortuosity to be straightened; however, the inner sheath could not be advanced. The inner sheath that advanced about 2 cm was retracted into the outer sheath and then successfully removed from the patient through the fa. The sheath was found to have been bent in an s-shape. After that, physician implanted the ctag stent graft (45 mm x 20 cm) and confirmed no endoleaks occurred. Subsequently, the procedure was successfully completed. Patient outcome: "the patient's condition is favorable after returning to the patient's room."

Event description:
Sheath was bent: [preoperative planning] a fusiform aneurysm of the descending thoracic aorta was treated. As there was a severe s-curve from the abdomen to the diaphragm, the physician planned to use a ctag stent graft (37 mm x 20 cm, w. L. Gore & associates) for the distal part and a ctag stent graft (45 mm x 20 cm) for the proximal part. The relay plus stent graft was prepared as a backup for a case where the overlap between the two ctag stent grafts are not long enough. [During operation] after the ctag stent graft (37 mm x 20 cm) was implanted at an intended position at the distal part, measurement was made based on the marker. The physician determined that the overlap would be short and then selected the relay plus stent graft (46/42 mm x 250 mm). At that time, there was a concern about the possibility that the relay plus stent graft could not be advanced due to a tortuosity at the diaphragm level, but dr. Tanaka, a supervisor, determined that the tortuosity would be straightened by the ctag, which could advance the relay plus stent graft. The relay plus stent graft (tapered, 46/42 mm x 250 mm) was therefore inserted from the right fa. Although the inner sheath was attempted to be advanced from the position passing the ctag stent graft, the inner sheath advanced only about 2 cm. As it was determined that that the tortuosity was not straightened, a lunderquist guidewire (cook medical) was inserted via a retrograde approach, expecting the tortuosity to be straightened; however, the inner sheath could not be advanced. The inner sheath that advanced about 2 cm was retracted into the outer sheath and then successfully removed from the patient through the fa. The sheath was found to have been bent in an s-shape. After that, physician implanted the ctag stent graft (45 mm x 20 cm) and confirmed no endoleaks occurred. Subsequently, the procedure was successfully completed. Patient outcome: "the patient's condition is favorable after returning to the patient's room."